Event description:
Additional information indicated that the event was caused by the herniation of lumbar discs l2-l4. The patient's physician stated that the issue was unrelated to the patient's stimulation. No further information was reported at the time of this submission.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was "unable to walk" about a week prior to the report. It was noted that the patient's "legs starting hurting when she woke up, and she had to get back in bed." It was noted that the next day, the patient "could have gone back to bed, but she didn't." It was noted that 1 day later, the patient "had to get back in bed and hadn't been able to walk since." It was noted that the patient went to the emergency room (ER) about 3 days later, and "no one came to see her, even though they knew she was waiting for the manufacturing representative." It was noted that the patient was "in chronic pain and her pills were not touching the pain." It was noted that the patient had a scheduled physician's appointment. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 377730 lot# n0034484, implanted: 2005 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).